Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site from weight loss. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.